Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen backlight turned on, but the information was unable to be displayed. There is no documentation of what needs to be replaced to address the issue. No repairs were performed. The unit has been scrapped.